Manufacturer narrative:
Physical analysis cannot be performed as the implant was not returned. Inadequate bone quality/quantity was reported.

Event description:
Inadequate bone quality was reported. Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.